Event description:
It was reported that the insert would not fully seat, so the surgeon took it out and implanted a new one.

Manufacturer narrative:
An event regarding difficulty seating a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection showed the locking wire to be deformed. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the device was returned with the locking wire partially dislodged from the insert and damaged. This damage is consistent with misaligning the insert while attempting to implant into the baseplate.

Event description:
It was reported that the insert would not fully seat so the surgeon took it out and implanted a new one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.